Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified. However, it¿s likely the cause is related to dust/foreign material or a faulty lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was on site and repaired the device. The fse cleaned the grid and replaced the main lamp. Overall, the device functioned normally. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified procedure, a e102 (lamp went out error) appeared on the visera elite xenon light source and the image turned red. There were no reports of patient harm associated with this event.